Event description:
It was reported that there was a rise in threshold in the past. When the pocket was opened due to device changeout for normal depletion, there was a noticeable indent in the insulation, which the physician suspected was due to the device header laying on the leads within the pocket. The rv (right ventricular) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2004. (B)(4).